Event description:
Patient developed an incisional wound infection with pseudomonas a, approximately three weeks post posterior tibialis tendon repair with orthadapt augmentation; the wound was treated and responded well. At approximately 12 months post op., the patient developed pain and two ulcers at the malleolus. During a subsequent irrigation and debridement process, the graft was noted to be "floating," the graft was removed. Additionally, the physician noted bony spurs, but was unable to explain the etiology.

Manufacturer narrative:
To assist in the investigation of the event, the company requested copies of both the operative and pathology reports - these reports were not received. Additionally, the part number and lot number for the device was not provided. The culture report taken from the incision wound identified a pseudomonas a organism. This organism is a non-sporeforming gram-positive rod, and is categorized as a vegetative bacteria. Any vegetative bacteria present during the orthadapt manufacturing process would not survive the orthadapt proprietary sterilization process; thus, it is highly unlikely the pseudomonas a organism identified came from the bioimplant. The case assessment, based on the provided information, identified the early infection could be a contributing factor, preventing the graft incorporation and fixation to the tissue underneath. In turn, this might have led to the subdermal irritation and ulcer formation one year later; however, pressure ulcer and other etiologies could not be ruled out. A direct link between the graft and event could not be established based on the available information.